Event description:
As reported by our italy affiliate, during a right transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, during deployment and just before deflation of the 26mm commander delivery system (ds) balloon, the balloon ruptured. The balloon at deployment contained a nominal 23cc plus. The rupture was longitudinally and the balloon was removed through the introducer without issue. There were no injuries, and the procedure was completed without difficulty.

Manufacturer narrative:
The investigation is ongoing.